Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump successfully, ensuring the customer could continue using the pump without further issues. The customer was advised to reach out for further assistance if the malfunction recurred, and they acknowledged this guidance.